Event description:
During doctor¿s robotic seeg (stereoelectroencephalography) case, he wanted to use a natus camino intracranial pressure monitor. When he went to zero it out before use, it remained at a setting of 300 and would not move. He used a different one instead. The catalog number is 110-4b. Lot number is 118d00960448.